Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: 2008, inratio: 1.3, lab: 2.5, mean: 1.9, confident limits: 1.3-2.7. The inratio and lab values are within the confident limits as per internal procedure tr#0150 rev. 2. The product will not be investigated.

Event description:
The caller alleged discrepant results when compared with the lab results and the results are as follows: date: 2008, inratio: 1.3, lab: 2.5.